Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the iol was scratched/fractured during folding. The damage was not noticed until after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol.